Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not booting properly and remained stuck on the care fusion screen. The technical support specialist (tss) checked remote support service (rss) and found the station was running version 4.7.1. After receiving remote access permission from the customer, tss reinstalled rss version 4.12 and restarted the station. Med app opened without issues after the reboot, and the customer confirmed everything was working fine. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not booting up properly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.